Event description:
It was reported that the customer had a high blood glucose level of 550 mg/dl. Customer had a 5 mio that was not working properly. Customer also had no delivery issues. Customer treated with a manual injection of 5.0 units in the pump. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer declined troubleshooting. No add'l info provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.